Event description:
It was reported that during a lap gastrectomy, jamming occurred. Another device was used to complete the case. The device was used on the blood vessel. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire." The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The device was disassembled in order to evaluate the condition of the internal components and no anomalies that could affect the functionality of the lockout mechanism were found. No conclusion could be reached as to what may have caused the lockout mechanism failure.